Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor prolapse repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached inside the patient. It was found lodged inside the capio cage. The procedure was completed using another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.